Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using paxgene® blood dna tube draw volume is very short. This event occurred 7 times. The following information was provided by the initial reporter: customer alleges that for product cat no 761165 the draw volume is very short.

Event description:
It was reported while using paxgene® blood dna tube draw volume is very short. This event occurred 7 times. The following information was provided by the initial reporter: customer alleges that for product cat no 761165 the draw volume is very short.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm customers indicated failure mode of underfill based on the photographs provided, however retained samples test results were satisfactory. Bd was not able to identify a root cause for the indicated failure mode.